Event description:
It was reported that patient had experienced episodic mild withdrawal symptoms that eventually resulted in complete severe withdrawal. An acute complete revision surgery was performed. Drug delivered was compounded baclofen 2000 mcg/ml at a daily dose of 666.2 mcg (ph 6.5, no preservatives).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly; normal device function. Returned for analysis was a partial catheter that revealed no significant anomaly.